Event description:
It was reported that there were concerns of premature battery depletion with this implantable pacemaker device. Battery longevity decreased from 2.5 years to 9 months within one year. This device is currently scheduled to be replaced on (B)(6) 2026. This device currently remains in service and no adverse patient effects were reported.

Manufacturer narrative:
The complaint device was not returned to boston scientific and therefore, product analysis could not be performed. Analysis of device data found higher-than-expected power consumption, consistent with premature battery depletion. However, available information was not sufficient to determine probable cause. Product record reviews did not identify a product quality issue or new patient harm.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) with this implantable pacemaker device. Battery longevity decreased from 2.5 years to 9 months within one year. This device is currently scheduled to be replaced on (B)(6) 2026. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device currently remains in service and no adverse patient effects were reported.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) with this implantable pacemaker device. Battery longevity decreased from 2.5 years to 9 months within one year. This device is currently scheduled to be replaced on (B)(6) 2026. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device currently remains in service and no adverse patient effects were reported. Subsequently, additional information was received indicating that the device was explanted and replaced. The device is expected to be returned for investigation.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, and a response was received stating that the device was retained by the hospital. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) with this implantable pacemaker device. Battery longevity decreased from 2.5 years to 9 months within one year. This device is currently scheduled to be replaced on (B)(6) 2026. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device currently remains in service and no adverse patient effects were reported. Subsequently, additional information was received indicating that the device was explanted and replaced. The device is expected to be returned for investigation.